Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9172620. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-06-21. Medical device lot #: 9172621. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-06-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air bubbles/"voids" were found in the gel of the bd vacutainer® sst¿ blood collection tubes before use. The air bubbles reportedly ranged in size from "5 to 9 mm". Lot# 9172620 was reported to have had 9 occurrences of this event, while lot# 9172621 was reported to have had 6 occurrences of this event. The following information was provided by the initial reporter: "barrier gel for these tubes found to have large bubbles/voids. Size averaging from 5 to 9 mm. No venipunctures were performed."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel airbubbles with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that air bubbles/"voids" were found in the gel of the bd vacutainer® sst¿ blood collection tubes before use. The air bubbles reportedly ranged in size from "5 to 9 mm". Lot# 9172620 was reported to have had 9 occurrences of this event, while lot# 9172621 was reported to have had 6 occurrences of this event. The following information was provided by the initial reporter: "barrier gel for these tubes found to have large bubbles/voids. Size averaging from 5 to 9 mm. No venipunctures were performed."